Event description:
It was reported that the customer was hospitalized. Customer was treated with unspecified intravenous fluids. It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 5-unit bolus instead of a 0.25-unit bolus intended to be delivered. A blood glucose value was not provided. At the time of the report to tandem technical support, the customer had not yet been released from the hospital. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.